Event description:
Event description guidant received information that this endotak endurance lead was exhibiting impedance readings > 2000 ohms with no pacing thresholds or sensing occuring. The lead was explanted and will be returned for laboratory analysis. An additional lead was implanted without further incident.